Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. The blood glucose reading was 229 mg/dl. The customer stated that the insulin pump alarmed no delivery during a bolus attempt. Upon troubleshooting, it was found that the insulin pump was functioning as designed and that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.